Event description:
The technician loaded the lens into the injector and handed the injector to the surgeon. Upon implanting the lens, the surgeon noticed that the lens was damaged. The surgeon removed the lens by increasing the size of the incision and removing the lens as a complete unit. The surgeon then successfully implanted a back-up lens. The surgeon and patient were satisfied with the outcome of the procedure. The lens was destroyed by the surgeon following removal.

Manufacturer narrative:
Data regarding the injector used during the implantation is not available. (B)(4).